Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. B4:post market study/report was deemed reportable on september 10, 2020. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is for an unk - plates/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on an unknown date, the patient underwent a femur orif for a vancouver b3 fracture. The patient was implanted with an lcp 4/55.0 17-hole broad curved plate, four (4) unknown locking attach pl 3.5 f/lcp 4.5/5.,0 4 holes, and cerclage cable w/crimp 1.7mm . There were no intra-operative and post-operative complications noted. The patient was re-admitted due to proximal metal work failure and non-union. After 2 years follow- up, there was a revision and patient were mobilizing with frame. 10 years prior - patient had an acetabular replaced. No further information available. This complaint involves an unknown number of devices. This report is for (1) unk - plates. This is report 4 of 7 (B)(4).